Event description:
Pt in for catscan of chest. Air instead of contrast was drawn up into the syringe of the power injector in CT. This air bolus was then accidently injected into the pt's vein via IV. User error realized, and pt was evaluated by physician and observed for a period of time. Pt did not report any chest pain or shortness of breath. Discharged. Follow-up calls made to pt home, pt reported no adverse effects. Injector taken out of service, and problem reported to service representative. Injector inspected by technician. No problems with machine found. Determined to be user error not equipment error. Have at least two-2- other 2nd-hand reports that something similar has occurred at other hospitals. Staff received re-training on equipment use and proper procedures.